Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured, and it was within product specification. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during implant procedure. It was noted that the left ventricular lead failed to capture. The lead was not used and replaced during procedure. The patient was stable.